Event description:
The customer reported multiple false positive results with the ID now covid-19 assay performed on (B)(6) 2022 on a direct tested nasal kitted swabs. On (B)(6) 2022 the customer was receiving back to back positive results. A technical consultant from abbott suspected contamination. After performing the cleaning of the instruments on site, the environmental swabs came out negative and customer was able to pass negative qc tests. There was no other confirmation testing information provided. The customer stated no additional information, including patient treatment and outcome, is available.

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.